Manufacturer narrative:
(B)(4). Batch # w7010p. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "stapler got stuck"? No additional information was provided by customer when asked again 2. Did the device lock-out (no staples deployed and no cut line started)? - no. 3. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? - it was reported to the rep by the customer that the device partially fired and got stuck. Manual override was then used. 4. Or, did the device fully fire and stop during the automatic knife return? - no 5. Was there any difficulty opening the device? - not after using the manual override. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har1120 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert screen because the blade is damaged. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the unknown procedure, the stapler got stuck and had to be manually released. The harmonic errored replace instrument . It was clean and I had them replug it in and still errored. No patient consequences reported. No further information is available.